Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted the helix was stretched and flattened. Analysis determined this was likely due to the helix being grabbed with some type of tool. Electrocautery damage was noted in the insulation and the lead body showed signs of stretching. Tissue was also noted to be entwined in the helix and blood and body fluid were observed in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the field allegation of dislodgement.

Manufacturer narrative:
The product was received for analysis over six years later. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a revision procedure for the right ventricular (rv) lead, the ra lead dislodged. Once the rv lead was out of the pocket, the physician noted damage to ra lead. Subsequently the ra lead was explanted and replaced during rv lead revision. No additional adverse patient effects were reported.